Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Per the operative report: "process of operation: very difficult. Normal pre-surgical procedure (covering pt., disinfection). Classic full sternotomy, hemostasis and placing of the spreader. Placing of the stitches: on pericard (tirone david's method). Canulation of aorta and vena cava inferior and superior and start of extracorporeal circulation. Cooling till 32 degrees celsius and canulation of left chamber with venting catheter. Placing of cross-clamp and administration of anterograde cold crystalloid cardioplegia 2000 ml. Cardiac arrest after 600 ml. Opening of the aorta via incision towards sinus non-corocarius. Placing of the sutures with prolene 4/0: findings: severe calcified tricuspidal aortic valve, removal of leaflets, decalcifying of ring, rinsing. Sizing of the ring => option for 25 mm but this seems too big, will be replaced by a 23 mm perimount bioprosthesis after dosis cardioplegia. Placing of sutures on annulus and ring. After carefully placing the valve on the annulus, suturing and check on leakage. Closing of the aorta with prolene 4/0 double layered (blalock method). At the conclusion of the surgery, there was no mention of any issue with the replacement device. The surgeon's response indicated that this device was explanted due to a sizing issue (implanted a smaller device) and not due to a malfunction of the device. Due to the difficulty and length of surgery, this is being reported. The health care provider does not know if the device was saved. Therefore, it is unknown if the device is available for return. The cause of death was not provided. Closing operative report "postoperative" notation "stay on cardiosurgery: your patient died on intensive care on (B)(6) 2010, before she was dismissed to the cardiosurgery dept." Tee postop: mild left and right ventricle function. No ai - mi. No echo provided; no discharge summary provided; no autopsy noted.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: according to the implantation data cards returned by the hospital, there were four devices used on this patient on (B)(6) 2010. It is not known if the explants and implants were performed within the same operation. Two devices were explanted at implant (reported under s/n (B)(4) and s/n (B)(4)) and replaced on the same date of surgery (reported under s/n (B)(4) and s/n (B)(4)). There was a notation on the cards for those devices that remain implanted that the patient has expired. Each explanted device was replaced by a smaller size of the same model device. The date and cause of death were not provided. Availability of device return was not provided. There has been no confirmation of the patient's death. There has been no patient history provided. No operative report or discharge summary provided. No autopsy has been provided. It is unknown if there is any edwards device involvement in the death of this patient. The device history record review is in process despite our attempts to receive further information regarding these devices and event, no response or sample for evaluation has been received.

Event description:
On (B)(6) 2011, it was learned that the patient's death was not related to the device. The operative report was initially not provided in english but has since been translated

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the device was explanted at implant. It was replaced by the a smaller size of the same model device.